Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient was experiencing heating at the pocket site while charging the ipg. In turn, surgical intervention may be planned to address the issue.

Event description:
Additional information received indicated that the ipg was explanted and replaced. Therapy was restored to the patient post-operatively.